Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the act button on the insulin pump has been sticking. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.